Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging their one touch verio iq meter was not holding charge. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2014. The patient currently manages their diabetes with pills, diet and exercise. The patient reported developing symptoms of ¿dizzy, lightheaded and shaky¿ immediately before they tried to test on the subject meter. The patient reported self-treating these symptoms with food and drink. The patient did not report testing on any other device at this time. At the time of troubleshooting the csr confirmed that there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, there is no evidence that the product caused or contributed to a serious injury. Although the patient developed symptoms associated with a serious injury, the patient was symptomatic prior to testing on the subject meter. The patient did not administer inappropriate self-treatment as a result of not being able to test on the subject meter. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.